Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of radiographs. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: fracture of the most distal screw of the proximal humeral plate and screw fixation, with lateral displacement of the late and abnormal alignment at the medial fracture line. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 0001822565-2019-01344. Report source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device evaluated by MFR: product not returned.

Event description:
It was reported that the patient underwent revision due to implant fracture. No further information was available at the time of this report.